Manufacturer narrative:
The device was received for evaluation. During functional testing, an issue that the entire tubing filled with blood was not reproduced. Evaluation sent the device for flow accuracy testing, and no evidence of backflow was found. A device history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of range pressure plate assembly. The pressure plate assembly requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had blood back flow into the tubing during antibiotic therapy. The "entire tubing filled with blood" and there were no alarms on the screen. The infusion finished and the antibiotic bag was still full. There was no report of medical intervention associated with this event. No additional information is available.